Event description:
It was reported that instent restenosis occurred. Vascular access was obtained via the femoral artery. The 15x3.5mm, concentric, 100% stenosed lesion was located in the non-calcified, non-tortuous left anterior descending artery. In (B)(6) 2013 a 20x3.50mm omega stent was implanted. In (B)(6) 2014 the stent was noted to be restenosed. No further patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).